Event description:
Customer reported system intermittently locks up. When the system does work, it generates a dark image or black circle.

Manufacturer narrative:
The service rep checked the ws power supply and found these in specification for dc voltages. Checked the control board power supply and found these in specification. Found the gen lock was out of spec., then readjusted the gen-lock. Found the problem occurred when banging on the c. Ordered parts. Removed and replaced the image intensifier, as specified in the service manual. Resoldered all connections to the ii power supply. Adjusted the focus to bring the system in specification. Filled out the FDA form, and updated the image intensifier label, as specified. Ordered the trim for the ii and monoblock, which the customer will install. Checked overall operation and verified the system performs as intended.